Event description:
Unomedical reference (B)(4). Event occurred in canada. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024.the infusion set fell off during use. The infusion set was in use for 2 and half day. The patient replaced infusion set and resumed insulin successfully. No further information available.